Manufacturer narrative:
There was no ge service performed. The customer cleared the fault. System operates as intended.

Event description:
The customer reported the system would not boot up. No patient injury was reported.